Event description:
It was reported that a hospital employee splashed cidex in their left eye in a timeframe that is unknown. The employee saw an ophthalmologist who indicated the employee might have a plugged tear duct. The employee was treated with antibiotics and had no further issues regarding this incident.